Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a flaw (hole), which made it impossible to maintain airtightness, leading to a watertight failure of the camera cable but the probable cause of hole in the cable was not identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the subject device exhibited a flaw (hole) in the camera cable and camera cable was not watertight. There was no patient involvement.